Event description:
It was reported that patient was intubated with ett size 8, marking 22 and put on ventilator. At 16:30 on (B)(6) 2025, team nurse heard the alarm and the ventilator showed "low vte" & "patient disconnect". After inspection, system collection well found. The nurse tried to inflate the balloon and then found the side balloon tubing fractured (connect port with the ett). Event occurred while in use with patient at the hospital. There was no patient injury. Operator of the device was a health professional.

Manufacturer narrative:
E1: (B)(6). H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 21-oct-2025. H3: one partially used sample (inflation line) and picture were received for analysis. Visual inspection identified that the bond location of the inflation was angled and the solvent coverage appeared to be spotty. The complaint of disconnected tubing can be confirmed. The probable cause of the disconnection is due to insufficient solvent coverage application during manufacturing in tijuana.